Event description:
It was reported that seven days after a lap appendectomy procedure, the patient returned with acute peritonitis. The entire staple line had disrupted. Re-opened the patient and did not see any staples. The patient is in ICU, is septic and has been returned to the or multiple times for washouts.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.